Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Event description:
A physician reported that the ophthalmic loop tip was bent during combination of cataract and vitrectomy surgery. The surgery was completed after replacing the product with another one. The involved eye and the patient identifier are not provided. There was no patient harm.

Manufacturer narrative:
Additional information provided in sections d.9. H.3. H.6 and h.10. The sample was received by the investigation site in its inner blister and outer blister. The cover foil which shows the lot information was not provided. The sample shows no evident macroscopic signs of damage and no signs of surgery residues. The sample was visually inspected with the aid of a photomicroscope using various magnification, which confirmed that the loop of the device is twisted and deformed, potentially extended too far. As the blister was opened by the customer, the product was handled. Therefore, the point in time when the malfunction occurred can no longer be determined, nor can the strain put on the device be reconstructed. The customer¿s complaint is confirmed, but a root cause for the twisted loop cannot be determined. It cannot be determined how or where the damage to the sample occurred; therefore a root cause for the customers reported event could not be determined conclusively. The exact root cause for the customers reported event is unknown, therefore, specific action cannot be taken. Complaints are reviewed and monitored at regular intervals for adverse trends. No adverse trends have been observed associated with the reported product and event. No action has been identified for this reported event. The manufacturer internal reference number is: (B)(4).